Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 400 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient began to experience an increase in spasticity on an unknown date. A dye study revealed flow but it was sluggish to aspirate and difficult to push dye through the catheter. The managing hcp recommended the catheter be replaced at an already scheduled routine pump replacement on (B)(6) 2018. The hcp was unaware of any environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.